Event description:
It was reported to boston scientific via a journal article published in cureus that a retrospective analysis was conducted on patients treated with greenlight laser photo selective vaporization of the prostate (gll.pvp) between (B)(6) 2023 to (B)(6) 2024, to evaluate the outcomes of gll.pvp in patients with benign prostatic hyperplasia (bph) that causes lower urinary tract symptoms (luts). A total of 50 greenlight laser pvp surgeries were included in the study. The analysis examined several parameters, including the patient's age, high-risk factors, prostate volume, and both preoperative and postoperative objective voiding parameters. These voiding parameters included post-void residual (pvr) and maximum flow rate (qmax). At 3 - 6-month retrospective follow-up study, was found that 8 cases (16%) developed urinary retention, with an average post-void residual (pvr) volume of 446.50 ml. In contrast, 42 cases (84%) did not experience urinary retention, with an average post-void residual (pvr) volume of 105 ml. The analysis did not find significant differences in postoperative outcomes related to varying prostate sizes during the preoperative time. The findings demonstrate that the gll.pvp procedure is both safe and effective, offering significant improvements in urinary function even among high-risk individuals. The article author reported that all cases of postoperative urinary retention (ur) were managed with re-catheterization, with no further surgical interventions or complications during the 3-6-month follow-up. A few patients underwent redo procedures without complications.

Manufacturer narrative:
Islam a, ellis d, chari n, et al. (B)(6) 2024) urinary retention after greenlight laser photo selective vaporization of the prostate (gll.pvp) surgery for benign prostatic hyperplasia (bph): a 3-6 month retrospective follow-up study. Cureus 16(11): e73585. Doi10.7759/cureus.73585. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a journal article published in cureus that a retrospective analysis was conducted on patients treated with greenlight laser photoselective vaporization of the prostate (gll.pvp) between may 2023 to july 2024, to evaluate the outcomes of gll.pvp in patients with benign prostatic hyperplasia (bph) that causes lower urinary tract symptoms (luts). A total of 50 greenlight laser pvp surgeries were included in the study. The analysis examined several parameters, including the patient's age, high-risk factors, prostate volume, and both preoperative and postoperative objective voiding parameters. These voiding parameters included post-void residual (pvr) and maximum flow rate (qmax). At 3 - 6-month retrospective follow-up study, was found that 8 cases (16%) developed urinary retention, with an average post-void residual (pvr) volume of 446.50 ml. In contrast, 42 cases (84%) did not experience urinary retention, with an average post-void residual (pvr) volume of 105 ml. The analysis did not find significant differences in postoperative outcomes related to varying prostate sizes during the preoperative time. The findings demonstrate that the gll.pvp procedure is both safe and effective, offering significant improvements in urinary function even among high-risk individuals. The article author reported that all cases of postoperative urinary retention (ur) were managed with re-catheterization, with no further surgical interventions or complications during the 3-6-month follow-up. A few patients underwent redo procedures without complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Islam a, ellis d, chari n, et al. (November 13, 2024) urinary retention after greenlight laser photoselective vaporization of the prostate (gll.pvp) surgery for benign prostatic hyperplasia (bph): a 3-6 month retrospective follow-up study. Cureus 16(11): e73585. Doi10.7759/cureus.73585. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.